Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3889-28, lot# v732123, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient had a lead revision on (B)(6) 2016 due to a non-functioning interstim. It was then stated that the patient experienced a "worsening difficulty adjusting the amplitude of the signal". The implantable neurostimulator (ins) was interrogated and it was reported that the device demonstrated low battery power reserve. There was no known impact or consequence to the patient.

Event description:
Additional information was received from the patient and it was reported that the reason for the lead revision was that the placement wasn¿t too good, so the patient had to keep it up too high for stimulation. The patient reported that they changed the lead to a better part. The patient reported that so far, she can keep it at a lower number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.